Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an open reduction internal fixation procedure on (B)(6) , 2022, the surgeon could not insert the trochanteric fixation nail advanced (tfna) end cap completely. The surgery was completed successfully with less than thirty minutes delay. Patient was stable. This report is for a titanium (ti) end cap for tfna. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: additional procode: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Part: 04.038.000s. Lot: 420p670. Manufacturing site: bettlach release to warehouse date: october 12, 2021. Expiry date: october 01, 2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.